Event description:
It was reported the patient's (B)(6) stimulation turns off intermittently without prompting. Therapy can at times be re-initiated with use of the magnet, however, occasionally, the programmer must be used to regain therapy. The patient's magnet mode setting was confirmed, and this issue will continue to be monitored.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.